Event description:
It was reported that during an unknown procedure, the device could not be opened or closed correctly. A new device was used to finish the surgery. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.